Event description:
It was reported that the patient's blood glucose level was greater than 13.8 mmol/l (248.4 mg/dl). The pod was worn between 4 and 24 hours on the abdomen. It was noted that the pink slide did not move forward, but the cannula was visible. Hyperglycemia treated with corrections and a new pod.

Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and hyperglycemia or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. Investigation of the device data shows that the first priming sequence ran 46 pulses and deactivation occurred at 943 pulses. During operation, the device was able to successfully deliver a bolus following the priming sequence. The needle mechanism was reset and fired properly during the investigation. No housing or environmental seal damage was found. Inspection of the needle mechanism components found no damages or defects that would indicate a needle mechanism failure.